Manufacturer narrative:
(B)(4) date sent to the FDA: 01/06/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that following insertion the experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/31/2016. Patient code: 1928 - incontinence - not labeled, 1982 - neuromuscular problems - not labeled. It was reported that the patient experienced urinary problems, recurrence, dyspareunia, neuromuscular problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/30/2016.

Manufacturer narrative:
Product complaint # ==> (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2016-00220 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. Additional information: b7, d4, h6 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.